Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient identifier, age, date of birth, and weight are unavailable). According to the complainant, at approximately seven and a half minutes into the ablation phase, fluid was observed leaking from the patient's vagina. The system generated an alarm. The system progressed to the cooling phase. The physician removed the sheath from the patient while the cooling phase was in progress. The patient's vagina was subsequently flushed with cool water using a syringe. The procedure was then aborted. Upon examination of the patient, it was noted that there was a slight "white blanch mark" on the left side wall of the vagina. A second "blanch mark" on the anterior portion of the cervix was also noted. The size and severity of each "blanch mark" has not been provided. Silvadene cream was applied to the affected areas. There were no further complications reported with this event. The condition of the patient is reported to be "fine." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.